Event description:
The technician alleged the side rail would not latch. No patient impact.

Manufacturer narrative:
The technician found the side rail latch is missing. The technician replaced the side rail latch to resolve the issue.